Manufacturer narrative:
Event took place in the (B)(6). And has been reported through (B)(4) distribution subsidiary (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: on injecting the local anaesthetic down the needle into the patient there was leakage from the needle hub and needle shaft .

Manufacturer narrative:
Based on risk management and clinical evaluation this file is considered as closed. -

Event description:
(B)(4). Initial reporter´s narrative: on injecting the local anaesthetic down the needle into the patient there was leakage from the needle hub and needle shaft .